Event description:
Ous MDR - since the implantation the patient had several recorded episodes of inappropriate vt detection due to t- wave oversensing. Reprogramming the device to t-wave suppression (on (B)(6) 2013) seemed to have solved the problem since then all the technical parameters were good and stable. On the (B)(6) 2014, the patient arrived for a routine follow- up; there were noisy signals on the iegm (that looked more like noise rather than t- wave oversensing) as well as a new inappropriate vt detection from the (B)(6) 2014. On the (B)(6) 2014, the patient arrived again to the clinic and there were still noisy signals on the iegm as well as a decrease in the rv lead impedance to 294 ohms from 539 and a rise of the rv pacing threshold- 1.5/0.4 [v/ms] (from 0.5/0.4 [v/ms]). After consulting with the technical support team the decision was made to perform an extraction of the rv lead and replace it with a new one. The ICD was replaced as well.

Manufacturer narrative:
The ICD and the lead under complaint were subjected to an extensive analysis. The inspection of the ICD revealed that the device was fully functional. In particular, the sensing function proved to be flawless. Upon receipt, the lead was found dissected in two segments at 15.5 cm distal to the is-1connector pin. A portion of lead body between these segments was not returned for analysis. Abrasion marks were found along the distal lead segment, with a damaged insulation asa result of friction in the distal area. This damage can be considered to be the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to a severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further inspection of the lead revealed severe explantation damages i.e. The distal segment was found deformed, cuttings of the insulation were noted, the shock coils were found deformed and the fixation helix was found bent and stretched. The analysis of the ICD and the lead did not reveal any sign of a material or manufacturing problem.